Manufacturer narrative:
The ra lead is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up two months post-implant, this right atrial (ra) lead exhibited loss of capture. It was also noted that there were extra non-cardiac signals in the ventricle. A chest x-ray was performed and confirmed that the ra lead had dislodged and was floating in the atrium. A revision was performed to reposition the ra lead; however, the helix would not extend. This ra lead there was loss of atrial capture on this right atrial (ra) lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the helix was stretched, but the electrode tip and helix were intact and no damage noted. There was dried blood in the terminal pin opening as well in the helix housing. The helix mechanism was tested and the helix did not exhibit any movement after 8 turns. X-rays were taken of the lead and no anomalies were found, other than the stretched helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the loss of capture or lead dislodgement; the lead was found to be electrically continuous and the electrode end and helix were intact. The difficulty with extending and retracting the helix was most likely the result of the helix become stretched during the explant procedure.

Event description:
Boston scientific received information that during a normal patient follow up two months post-implant, this right atrial (ra) lead exhibited loss of capture. It was also noted that there were extra non-cardiac signals in the ventricle. A chest x-ray was performed and confirmed that the ra lead had dislodged and was floating in the atrium. A revision was performed to reposition the ra lead; however, the helix would not extend. This ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.